Event description:
It was reported that the knob does not respond to touches or presses. There was no patient involvement when the issue occurred, no patient or user harm reported. The customer reported that the device was downed, as the nav-ring was not responding to touch. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer's issue has still not been resolved. The customer could not provide an estimated date on when the device would be repaired. No parts were returned for failure investigation. If parts are returned or if new information is provided, the complaint will be reopened to update the investigation.